Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient's pain stimulator was no longer in use. The patient was on bed rest, fell twice, and it had migrated towards his side. The reporter was instructed to call the physician who managed the device to see what care was needed since it was no longer in use. The patient was getting around better so they were going to go and see the implanting physician.